Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: left-side "hardening, pain and possible rupture.

Event description:
Healthcare professional reported "hardening, pain, and possible rupture" against left device. MRI confirmed rupture. The device remains implanted.

Event description:
Healthcare professional later reported "there was a concerning hard mass behind the areola" which is not device-related. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the radius side assessed as surgical damage and observed opening device in the posterior side assessed as a an unidentified (tear) opening. (Shell thickness was within specification) pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device additional observations: no other observation observed.

Event description:
Healthcare professional reported "hardening, pain, and possible rupture" against left device. Healthcare professional later reported "there was a concerning hard mass behind the areola" which is not device-related. The device was explanted and replaced.